Manufacturer narrative:
The device was received, and the evaluation completed. The device received incoming device evaluation assessment (idea) which included a visual assessment as well as functional testing. The device failed idea testing due to a system error 345 which was verified while running a loaded set. The cause was identified to be the downstream thermistor therefore the downstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device displayed a system error 345 (thermistor disparity). There was no patient involvement. No additional information is available.